Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received information alleging a ventilator not meeting the patient's needs. The customer reports that while using the ev300 device on avaps mode, the patient reported to be in distress with increased rate, work of breathing, and a mild desaturation by spo2. The patient was switched to the v60 device with the same mask and same settings. Their condition improved and became stable when they were switched to v60 at the same settings. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator not meeting the patient's needs. The customer reports that while using the ev300 device on avaps mode, the patient reported to be in distress with increased rate, work of breathing, and a mild desaturation by spo2. The patient was switched to the v60 device with the same mask and same settings. Their condition improved and became stable when they were switched to v60 at the same settings. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed on the previously submitted report, section on the previously submitted report, section h, "type of reported complaint", was inadvertently selected incorrectly as "product problem". It is corrected on this report to "serious injury".